Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. Based on the available information, the root cause of the event cannot be conclusively determined.

Event description:
It was learned via the patient registry that a patient with a 25mm 3300tfx pericardial aortic valve underwent redo aortic valve replacement after an implant duration of six (6) years, one (1) month due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.